Manufacturer narrative:
(B)(4) analysis description: final analysis could not confirm the complaint in the field. The dimension of the connector boot seal was found to be out of specification.

Event description:
It was reported that during the implant procedure, the lead was unable to be inserted into the implantable cardioverter-defibrillator connector. The lead was not implanted and a new lead was placed. No adverse events occurred to the patient.